Manufacturer narrative:
The customer checked the samples and confirmed there was no foam, fibrin, or clots visible. The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and found one "qc out of range" alarm and two "water level decrease" alarms. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue. (B)(6).

Event description:
The initial reporter received questionable altp gen.2 results for one patient tested on a cobas c 503 analytical unit. Prior to patient testing, the qc results were ok. The patient had two samples collected at different times. The patient's alt result with the first sample was not reported outside the laboratory. The patient's alt result with the second sample was reported outside the laboratory. The patient's physician questioned the reported alt result due to the patient's previous results were lower. The customer did not perform repeat testing. On (B)(6) 2021 and at 9:06 a.m., the patient's first sample had an alt result of 153 u/l with a data flag. On (B)(6) 2021 and at 8:43 a.m., the patient's second sample had an alt result of 19.2 u/l. The alt reagent lot number was 571202 with an expiration date of 28-feb-2022.